Event description:
It was reported that an adverse event occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient reported that she almost died and was sent to the hospital. The patient was vomiting for several days. It could not be determined what the malfunction was that led or contributed to this event. At the time of contact, it was indicated that the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.